Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was returned to fph in (B)(4) with a feedset extension attached to the chamber feedset. A visual inspection of the subject device was performed. Questions were also sent to the healthcare facility however no response was received. Our investigation is also based on investigations of past similar complaints and our knowledge of the product. Results: visual inspection revealed vertical cracks in the chamber dome underneath one of the ports and the baffle. Conclusion: we were unable to determine what had caused the cracking on the chamber dome; however, our previous investigations on similar complaints show that cracks on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80cmh2o. The use of the feedset extension with the subject device indicates that the water bag needed to be placed higher than normal to overcome the high pressure in the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Moreover, the hospital reported that the damaged occurred after four days of use, which suggests that the subject chamber became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: maximum operating pressure: 8 kpa; use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure; do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers; set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a mr290v humidification chamber had cracks around the dome. No patient consequence was reported.